Event description:
It was reported that a small battery drive case is cracked and broke open, and was leaking fluid. It is not known when or how the case broke. Also, small battery drive was placed in the bag with the complained battery (above), and has residue from the leaking battery on it. The customer does not know if it is damaged or not by the leaking fluid. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 08/08/2011. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the part was received in working condition. The repair technician deemed this as test ok. Item was returned to customer.

Manufacturer narrative:
Placeholder.